Event description:
It was reported that during a routine device follow-up, post t-wave oversensing was observed. Egms episodes were reviewed where the device classified the rythms as vf episodes, all of which terminated prior to therapy delivery. Lead noise suspected; the device was reprogrammed and the patient would be monitered.

Manufacturer narrative:
No medwatch form was received.